Event description:
The user facility reported that when removing the wire from the progreat the tip of the wire came off. Follow up communication with the user facility confirmed the following information: (1) the physician was removing the .021 wire from the progreat in order to flush catheter and the tip of the wire came off; (2) the device was never used inside patient; (3) this happened before the procedure; (4) a new progreat was use; and (5) there was no patient impact.

Manufacturer narrative:
The actual device was returned to the manufacturing facility and evaluation is currently in progress. A follow-up report will be submitted when the investigation is complete. (B)(4). The actual device is currently under evaluation. Therefore, the investigation was based upon evaluation of user facility information and retain samples from the reported product/lot# combination. Visual inspection of the retention sample did not find any anomalies. Magnifying inspection of the surface did not reveal any anomalies. The outside and inside diameters were measured and confirmed to meet manufacturing specifications, being comparable to those of the current product sample. A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were not any indications of production related issues. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Currently under evaluation.

Manufacturer narrative:
(B)(4). Visual inspection upon receipt found that the distal segment had been fractured. The total length of the shaft was measured and found to be shorter than that of the current product sample. It was found that that the distal segment approx.18mm in length was separated and is missing from the actual sample. Magnifying inspection of the fracture found the urethane layer had been elongated with the exposure of the coil at the end. Electron microscopic inspection of the fracture found the generation of creases on the urethane layer. The surface of the undamaged segment was evaluated for lubricity by tactile feel. No localized decline in lubricity was confirmed. The outside and inside diameters were measured and confirmed to meet manufacturing specifications, being comparable to those of the current product sample. The kink resistance was determined and confirmed to meet manufacturing specifications, being comparable to that of the current product sample. The urethane layer was removed from the core wire for further inspection of the core wire and the coil. Electron microscopic inspection revealed that both the core wire and the coil had been diminished toward the end of the fracture. The outside diameter of the core wire was measured on the segment adjacent to the fracture and confirmed to meet manufacturing specifications, being comparable to that of the current product sample. Simulation testing was conducted. The sample was subjected to a pulling force till it got fractured. Electron microscopic inspection of the fracture revealed that the core wire had been diminished toward the end of the fracture. The configuration of the fracture was found to be similar to that of the actual sample. A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were not any indications of production related issues. A search of the complaint file did not find any other report with the involved product code/lot# combination. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.